Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed white foreign material came out of the device. Investigations into white foreign material indicate, the use of products that contain silicone can cause deposits of white foreign material. Silicone is included in simethicone, a defoaming agent, lubricants and similar products. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with the instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The legal manufacturer confirmed reprocessing was not conducted in accordance with the IFU. The following is included in the IFU: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection.¿ a definitive root cause of this event was unable to be identified, however, it's likely the foreign material remained in the device because the customer did not use the device in accordance with the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited foreign material in the control section, forceps channel port, air/water channel and auxiliar channel. There was no patient involvement.